Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The graftmaster referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) and left main arteries. A 3.5 x 19 mm graftmaster was implanted in the lad/left main; however, it only partially sealed the perforation. A 2.8 x 16 mm graftmaster was then implanted in the proximal lad and it did not fully seal the perforation but the leaking was substantially improved. It is unknown how the perforation was completely sealed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.